Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the rca. Approximately 4 days post index procedure the patient suffered a transient ischemic attack (tia). The patient recovered. The investigator and sponsor assessed that the event is not related to the index device or anti platelets. The cec adjudicated the event as an embolic ischemic stroke. The cec adjudicated the event date as (B)(6) 2019.

Manufacturer narrative:
Patient is a former smoker with a medical history of hypertension, stroke, previous CABG, previous pci and atrial fibrillation. Index procedure was promoted by stable angina and positive functional study. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient race updated to multiracial. If information is provided in the future, a supplemental report will be issued.